Event description:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400. Summary in h 10.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 . Customers complaint of failing accuracy at oracle ro 1078265: fail accuracy -13.25% was confirmed during testing. The tests revealed +3.27%, +1.61%, and +1.67% were all within the published customer spec of +/- 6.0%, but one was outside the internal spec of +/-3.0%. However the customer's claim is that it is underinfusing by 13.25%, contradicting the test results. This was isolated to the expulsor being out of calibration. There is speculation the customer set up the testing methods incorrectly. The expulsor was trimmed to bring it closer to normal specifications. Device passed all functional and delivery testing.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump failed accuracy (-13.25%). No patient was involved in this event. No adverse effects were reported.